Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was to continue with monitoring. There were no patient consequences before during and after programming.